Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, the surgeon could not insert the obturator into the outer sleeve and could not inflate the balloon. The surgeon then inserted a scope, and then was able to inflate the balloon. The procedure was completed with this device without further problems. The surgical time was extended by more than 30 min. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: the balloon, valve seal and doors appeared intact. The insufflation bulb was not received. The obturator was received. A functional evaluation found that the balloon was inflated using a test insufflation bulb, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.